Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three in.pact admiral paclitaxel eluting balloon catheters were used; one was used to treat the right proximal sfa and two were used to treat the distal sfa to pop1 segments. Approximately 10 months post procedure, revascularization of the target lesion was carried out with two in.pact admiral paclitaxel eluting balloon catheters and one in.pact pacific paclitaxel eluting balloon catheter (right distal sfa and pop1 segments). Approximately 24 months post index procedure and 14 months post revascularization, patient suffered restenosis of the sfa and a popliteal right and was treated with two in.pact pacific paclitaxel eluting balloon catheters. Investigator assessed event is not related to the index device, procedure and paclitaxel.